Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x33 xience xpedition stent was implanted on (B)(6) 2014 in the de novo, ectatic 80% stenosis, mildly calcified, proximal left anterior descending (lad) coronary artery. At the one year follow-up visit, the patient reported chest discomfort with activity. Coronary angiogram on (B)(6) 2015 found 90% stenosis, eccentric lesion in the mid lad. Two non-abbott stents were implanted for treatment of the mid lad. Although the proximal lad xience xpedition stent was patent, this stenosis was considered related to the xience xpedition stent. The patient recovered well. No additional information was provided.